Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor error-change sensor, sensor glucose vs. Blood glucose, sensor error sensor updating alert and blood at site issue. The blood glucose was 580 mg/dl and sensor glucose was 170 mg/dl. The customer reported blood glucose value of 580 mg/dl. The customer reported hyperglycemia, hemorrhage/blood loss/bleeding treated with insulin pump (subcutaneous insulin infusion), other. The event involved product(s) mmt-7040c1. Troubleshooting was performed. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference, but the difference was greater than 30%. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode/smartguard feature was active at time of high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. Product return for mmt-7040c1 is not expected.